Event description:
It was reported the patient developed an infection; pocket cultures were taken. The lead was removed. The lead was not returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d284trk, implanted: (B)(6) 2012; product ID 5076-52, implanted: (B)(6) 2008; product ID 694765, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.